Event description:
During a prostate pvp procedure, the user experienced several device issues (reference MFR report numbers 2937094-2012-00215, 2937094-2012-00216 and 2937094-2012-00226). The physician continued the case with a resectoscope, however, the case was aborted. There was no harm to the patient; however, the manufacturer is filing this as surgical intervention due to the patient being rescheduled for an additional procedure as a result of incompletion of the case.